Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements from 485 ohms to 1,028 ohms within a twelve day period. The patient was seen in clinic and pacing impedance measurements were between 800 and 900 ohms. There was no evidence of noise and pacing threshold measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted due to therapy upgrade. No adverse patient effects were reported.